Event description:
A dialysis facility reported that a nursing home resident received an overfill of peritoneal dialysis solution during one of his treatments. The event was not reported to the dialysis nurse by the nursing home staff. The problem was noted when the cycler data was downloaded by the dialysis nurse. The fill volume and drain volume shown were >5 liters. The pt's prescribed fill volume is 3 liters. The pt is unable to communicate any symptoms but there was no serious injury or illness reported.